Event description:
The original lead that comes with the stapler only would cut but not staple. The device was used on an open colon. Another device was obtained and the procedure continued. No patient harm.what was the original intended procedure?lap assisted colectomy.device #1is this a laboratory device or laboratory test?no.